Manufacturer narrative:
Evaluation summary :the device returned with numerous kinks along the hypotube . The transition tubing was kinked distal to the transition bond . The stent was positioned on the balloon between the marker bands as per specifications .there was deformation to the distal stent wraps with struts raised and bunched. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician attempted to implant a resolute integrity rx drug eluting stent in the lad. The lesion exhibited moderate calcification, no tortuosity and 100% stenosis. No damage was noted to the packaging and no damage was noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however no excessive force was used. Stent deformation is reported to have occurred when the device would not pass the lesion. The physician believes the event was procedural related. No patient injury is reported. A non medtronic stent was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.